Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Following product return and completion of lab analysis a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to end of life battery status; beeping tones and a fault code noted. The physician alleged the battery depleted at an accelerated rate per product labeling and will return the unit for a post market evaluation. No specific adverse effects were reported and another boston scientific device implanted without incident.

Event description:
--